Event description:
Customer reports being unable to obtain a result on the aviva system. He administered his usual insulin dose, and approximately 4 hours after attempting to obtain a result reported low blood glucose symptoms. Customer was taken to the hospital and treated with an IV (contents unknown) as well as "jelly" tasting liquid. Customer was released from the hospital the following day. Customer reports he changed the battery in the meter and it is now functioning. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii delivery tube came off when the plunger was depressed. A replacement device was used to complete the procedure. There were no pt effects reported. Allegedly, there was a delay in the procedure, but there was no adverse event reported due to this issue. Product is returning.